Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit motor was seemed to jump/skip. The event occurred during surgery and there was no harm, a delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired seven times, the last repair being for the dermatome not taking skin reported on (B)(6) 2019. On (B)(6) 2019, it was reported from the (B)(6) hospital for children that the motor on a dermatome seemed to jump and skip. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 24 may 2019 noted that the reported issue was unable to be reproduced during inspection. The dermatome was within motor speed and calibration specifications and the control bar was in the correct position. The spring seal was adjusted to increase the motor speed further and the technician then verified that the device was functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and serviced. Reference number (B)(4) on 13 may2019. The motor on the dermatome did not hop, skip, and/or jump during inspection and the dermatome was noted to be functioning as intended. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.